Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection at the ipg and lead sites. The patient was unwell, had a fever, and got hospitalized. The patient was diagnosed with spinal meningitis and was put on antibiotics. The cause of infection was unknown, however, it was noted that it was not device or procedure related. The patient underwent an explant procedure and is recovering. The explanted device was discarded by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7127228/7132072.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus (mrsa) infection at the ipg and lead sites. The patient was unwell, had a fever, and got hospitalized. The patient was diagnosed with spinal meningitis and was put on antibiotics. The cause of infection was unknown, however, it was noted that it was not device or procedure related. The patient underwent an explant procedure and is recovering. The explanted device was discarded by the medical facility. No device malfunction was suspected. Additional information was received that the patient had the device explanted because she had contracted a severe infection from the tape that the surgeon used.